Event description:
According to the reporter, during a laparoscopic ivor lewis oesophagectomy procedure, at the time of end to end anastomosis of the o esophagus, the staples were unformed and there was no donut. It was also noted that the device did not make the clicking sound when the anvil and handle was connected and the handle did not feel normal when it was squeezed. The surgeon then removed the staples and used a second stapler. However the same issue occurred. A third handle was used to resolve the issue. This led to around 30-45mins extended surgical time. It was noted that the surgeon was unable to observe the orange band or its disappearance while connecting the anvil to the handle due to the tight space the surgeon was working in was working in. It was also noted that the procedure was converted into an open thoracotomy procedure; the conversion was not due to the device issue.

Manufacturer narrative:
D10 concomitant product: eea28 eea 28mm-4.8 sgl use stapler (lot#: p3h1144); eea28 eea 28mm-4.8 sgl use stapler (lot#: p3h1144) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.